Manufacturer narrative:
This medwatch is being submitted for inform system 2. (B)(4).

Event description:
User facility reported back-to-back blood glucose results on 2 inform meters: inform system 1 = 31 mg/dl and inform system 2 = 50 mg/dl within 2-5 minutes on (B)(4) infant. Facility reported there was no treatment or action taken based on the results. No adverse event was reported. A request was made for the return of the suspect devices and replacement product was sent.